Event description:
It was reported that an angio-seal was place in the right femoral artery, post cardiac catheterization. A pre-deployment angiogram indicated that the procedural sheath was in the common femoral artery above the bifurcation, in a vessel that was greater then 6mm. The angio-seal was deployed per IFU (instructions for use). The groin site was clean and dry, with no hematoma present. The patient was discharged later that day without any complications. Eighteen days later, the patient returned of right leg pain and swelling. An ultrasound revealed deep vein thrombosis (dvt) of the right femoral vein. The patient was treated medically with anticoagulation therapy and discharged with no further complications. Reportedly, the patient recovered.

Manufacturer narrative:
No product was returned. A search of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.